Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance, testing with a retained kit, device history record review, and a review of product labeling. A search for similar complaints did not identify any increase in complaint activity related to the complaint issue. No trends were identified. Worldwide data was used to evaluate the historical performance of lot 77476un19. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 77476un19 are within the established limits. However, review of the data associated with reagent lot 77476un19 indicates the cal f rlu are not within the established limits. A retained reagent kit was used to perform accuracy testing for lot 77476un19. Acceptance criteria were met, which indicates acceptable product performance. A review of historical performance and device history record review did not identify any issues. Use error may have contributed to the customer issue as retest on the sample gave negative results, indicating a possible sample integrity or sample handling issue and customer used tube type that is not listed under acceptable tube types in package insert. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated troponin result when processing on the architect i1000sr. The initial result was 0.175 and retest results were 0.023 and <0.01 ng/ml. The customer uses a normal range of 0.000-0.034 ng/ml. No impact to patient management was reported.